Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the j1 battery connector was corroded. The cause of the corroded j1 connector is contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated monitor.

Event description:
A us distributor returned a (B)(4) monitor indicating that it would not power on.